Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received inappropriate atp therapy for atrial fibrillation with rapid ventricular response. Programming changes were recommended.